Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was used in a calcified artery. It should be noted the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the IFU violation contributed to the issues. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute mechanical jam with the plunger may include, but are not limited to, vessel locator not placed against the surface of vessel; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a proglide and starclose device after an interventional peripheral leg procedure with a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. A starclose device was then used, however, the blue plunger was not able to be depressed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.